Manufacturer narrative:
Based on the lack of available information, it cannot be determined whether or not the select liberty cycler may have caused or contributed to the patient¿s sudden cardiac arrest that lead to fatal outcome during ccpd treatment on (B)(6) 2017. At this time, there have been no reported allegations of a liberty select malfunction that may have been associated with the event. Details surrounding ccpd treatment on (B)(6) 2017 are not available and therefore it is unknown if the patient may have encountered any cycler related issues. It is well established that esrd patients on dialysis are at high risk for death, with cardiac disease as a major cause of mortality and sudden cardiac death not uncommon in this population. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2018, a peritoneal dialysis (pd) nurse reported that on (B)(6) 2017 this (B)(6) -year-old patient suffered a cardiac arrest which lead to a fatal outcome during continuous cycling peritoneal dialysis (ccpd) with the select liberty cycler. Details surrounding ccpd therapy with the select liberty cycler and events leading up to and resuscitation efforts for the cardiac arrest event are unknown/not available. The patient¿s past medical history including associated comorbidities, as well as dialysis vintage and concomitant medications were not provided. Per the patient¿s pd nurse the patient was being trained to perform ccpd with the select liberty cycler for the first time. Additional information was solicited.